Event description:
It was reported that a lawsuit alleged that the patient developed sepsis and staph infections and remained in the hospital for a period of 10 days to recuperate from symptoms of the infections and surgeries. It was further alleged that the patient suffered severe and serious personal injuries, pain and suffering, mental anguish, and economic losses. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.